Event description:
It was reported that there was a discrepancy between the counters for pvcs (premature ventricular contractions) and vrs (ventricular rate stabilization) pacing, with the pvc count very low compared to the vrs count. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. Concomitant medical products: 419688 implantable pacing lead, (B)(6) 2009; 5076-52 implantable pacing lead, (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.